Event description:
It was reported that during an unk procedure, this cartridge could not be properly engaged with the ntlc75 during assemble and was therefore replaced with another cartridge. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch # 741c50. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the right gripping surface damaged making the reload nonfunctional and it was not returned analysis. No functional testing was performed due to the condition of the reload. In addition, an opened packaging returned along with the device. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 741c50, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.